Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 lay user/ patient¿s reporter contacted lifescan (lfs) and alleged their one touch ultraverioiq meter gave inaccurate erratic result(s). The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged on (B)(6) 2014 at 4am the patient obtained an inaccurate erratic result of ¿45 and 410mg/dl¿ with the subject meter within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. It is unknown how the patient manages their diabetes. It is unknown if the patient made any changes to his usual diabetes management regimen in response to the alleged product. The reporter claims the patient developed symptoms of ¿shaking and white flashes and could not see¿ at an unspecified time before he identified the product issue. The reporter alleged the patient self-treated with food and/or drink at an unspecified time/date. The reporter denied the patient received medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure setting and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a severe low excursion due to the inaccurate erratic results.